Manufacturer narrative:
Analysis determined the jaw gap is out of specification when the jaws are fully closed. This condition could result in a poor sealing effect.

Event description:
The uterine artery was sealed during a tah procedure. After a few minutes the seal reopened. To effect a seal, the surgeon sutured the vessel. No pt harm was reported.